Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The reported sheath/flex guide carving was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a quality issue with this device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, starclose se sheath carving occurred during advancement of the thumb advancer. The safety release mechanism was used to remove the starclose se device. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.